Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl. The customer reported urinate a lot and with dried mouth as symptoms. Troubleshooting was not performed. It was found that the customer has treated the high blood glucose event with the insulin pump. It was unknown if the customer was using the pump within 48 hours of the reported event. The auto-mode feature was not active. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08685 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the high bg event date of 24-aug-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the high bg event date 24-aug-2023 listed on smart solve. Daily total of all insulin delivered: 284750 (28.475 u). Daily total of basal insulin delivered: 157750 (15.775 u). Daily total of bolus insulin delivered: 127000 (12.7 u). On (B)(6) 2023 09:29:35.000 normal bolus delivered (220). Bolus programming method: cl1 food bolus (7). Normal bolus amount programmed: 50000 (5 u). Bolus amount delivered: 50000 (5 u). On (B)(6) 2023 16:27:45.000 normal bolus delivered (220). Bolus programming method: cl1 bg correction plus food bolus (8). Normal bolus amount programmed: 36000 (3.6 u). Bolus amount delivered: 36000 (3.6 u). On (B)(6) 2023 17:52:00.000 normal bolus delivered (220). Bolus programming method: cl1 food bolus (7). Normal bolus amount programmed: 41000 (4.1 u). Bolus amount delivered: 41000 (4.1 u). There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file on the high bg event date of 24-aug-2023. Please see below for the date range listed in the formatted history file. The formatted history file lists data from on (B)(6) 2023. There was no data available to verify unexpected alarms/suspends and bolus delivery for the ss event date of 30-aug-2023. There was no data available to verify no delivery alarm/insulin flow blocked alarm for the ss event date of 30-aug-2023. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. No unexpected occlusions or insulin flow blocked alarm noted during testing. Please see below for pump errors/alarms noted 1 week prior to the high bg event date 24-aug-2023 and ss event date 30-aug-2023 in the formatted history file.  Lost sensor 1 alert (780) was recorded and found in the formatted history file on: on (B)(6) 2023 22:55:00.000, on (B)(6) 2023 15:28:00.000, on (B)(6) 2023 15:38:00.000, on (B)(6) 2023 21:05:00.000, on (B)(6) 2023 21:15:00.000. Sensor expired alert (794) was recorded and found in the formatted history file on: (B)(6) 2023 22:22:04.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. Insert battery alarm was recorded and found in the formatted history file on: on (B)(6) 2023 16:37:29.000, on (B)(6) 2023 21:17:06.000, on (B)(6) 2023 21:27:00.000. Power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 21:28:33.000, on (B)(6) 2023 21:28:41.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2023 16:46:03.000. Pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2023 21:28:04.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer may have used a no power/depleted battery. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for possible under delivery anomaly and no delivery alarm/insulin flow blocked alarm were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.